Event description:
The valve was implanted last (B) (6). The valve seems occluded since they could not change the pressure settings. The doctor wants to know the reason of this event.

Manufacturer narrative:
The incident has been reported to manufacturer on 03/26/2010. Results of analysis will be developed in a follow-up report.